Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly the display was dim and difficult to read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.